Event description:
The pt received two occipital leads with the same lot number. It was reported, the pt had been to the physician due to the leads bulging through the skin when the pt moved his head. The physician attempted to surgically bury the leads on (B)(6) 2013. The physician undertook a second surgical procedure on (B)(6) 2013 and removed an anchor which was part of the lead kit. Ultimately the physician opted to replace both leads and implanted the new leads in different locations. It was reported the pt received effective stimulation postoperative, and the leads were discarded.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.